Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 3057, serial# unknown, product type: screening other relevant device(s) are: product ID: 3057, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (mdt rep) regarding a patient who was implanted with an external neurostimulator (ins). It was reported that there was an error message on program 5 "system detecting an open circuit. Check all cables and leads." It was also reported that stimulation could not be turn up pass .2ma on any program. It was confirmed that the cable were connected to the ens and that the remaining connections could not be checked due to tape covering connections. Impedance checks were ran and resulted in "impedance" on electrodes 3,2,1 and 0 with green check marks by them. Pat agent recommended mdt rep try program that does not include electrode 3. Caller switched to program 3 which did not include electrode 3 and resulted in programmable intensity above .2ma. Troubleshooting resolved reported issue. No symptoms were reported and no further complications were noted or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received

Event description:
MDR decision corrected to not reportable. No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.